Event description:
It was reported that during a routine follow up, noise episodes were observed on atrial and ventricular channel. Lead was capped and replaced with no issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.